Event description:
It was reported that patient received inappropriate shocks while exercising. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.